Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) visited the site and confirmed that the system could not start up normally as the battery of the host-pc and ip-pc was empty. The fse advised to replace the cell battery in both pcs and other parts if necessary, however the customer did not accept the quotation and has declined any additional service. Therefore, no corrective action was possible or has been provided by philips. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system required repair and is down. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.